Event description:
It was reported that the patient developed an infection and became septic. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical roducts: d274drg implantable cardioverter defibrillator (B)(6) 2010. (B)(4).